Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
During a procedure, physician was attempting to introduce a microcatheter into a penumbra reperfusion catheter 041. The physician followed the standard procedure for introducing the microcatheter, but was unable to advance it into the reperfusion catheter. A kink was noted at the tip of the reperfusion catheter. The procedure was complete with another of the same device. There was no adverse effect on the patient.